Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing just below the drip chamber of a clear-link continu-flo set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed a pinch hole at tubing 1.5cm below drip chamber. Underwater leak testing was performed and revealed a leak at the pinch hole area. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.